Event description:
Information was received that reported a patient was hospitalized on (B) (6) 2010 due to an incident of diabetic ketoacidosis. The patient was brought to the hospital on the morning of (B) (6) with blood glucose >400 mg/dl. Upon admit, her blood glucose was 410 mg/dl. She was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
(B) (4). Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.